Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an unspecified power plug issue. There was no report of any pt involvement.